Event description:
It was reported that this right atrial lead exhibited noise and oversensing, due to this, the device inadequately stored atrial tachy response (atr) episodes. All measurements were within normal limits. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).